Manufacturer narrative:
E1: reporting institution name: bj no.1 (B)(6) hosp. (B)(6) hospital district). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). H10: per good faith effort (gfe) response recieved 03/23/2023, the authorized service provider (asp) engineer confirmed that the blower was not working, and the circuit was blocked. However, repairs were not completed because the customer declined service and repair and went with a third party vendor. The third party vendor replaced the blower assembly, and the reported issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00295. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60, indicating that there was a "hardware failure." The unit was outside of clinical use; there was no report of harm. It was reported there was no patient involvement at the time the issue was discovered.